Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately high compared to another meter. This complaint was classified based on customer service representative (csr) documentation since the medical surveillance specialist (mss) was unable to contact the patient, despite numerous attempts, in order to gain additional information. The patient reported that the alleged inaccuracy first occurred at 2:50pm on (B)(6) 2015. At this time the patient obtained a blood glucose result of "7.6mmol/l" on the subject meter and "2.9mmol/l" on another unspecified meter within 30 minutes of one another. The patient manages their diabetes with insulin (no adjustments), and stated that prior to the alleged inaccuracy, on (B)(6) 2015 they had their insulin dosage reduced by 2 units and were also put on an unspecified dosage of metformin. The patient stated that at the time of testing they experienced a "hypo(glycemia)," but did not specify any specific symptoms which they had in relation to this. The patient stated that they self-treated this at 2:50pm on (B)(6) 2015 by drinking "3 bottles of lucozade" in order to bring their blood sugar back up. No medical treatment was required as a result of the alleged product issue. At the time of troubleshooting, the csr confirmed that an approved sample site was used to obtain the results and the unit of measure was set correctly on the subject meter. The patient did not have control solution available to test the subject meter. The patient's products were requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged glucose results exceed lfs's criteria for accuracy.